Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of implant was (B)(6) 2001. Hence, field d6 has been updated on this form. Also, mentor became aware that patient experienced right side partial rupture with gel extrusion. Hence, device code has been updated on this form to material rupture. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing date is (B)(6) 2001, and the implant date is (B)(6) 2001. Information for the discrepancy has been requested, and a supplement will be submitted when response is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral gel bleed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast augmentation with a 450 cc mentor memorygel breast implant on both sides and was presented with gel bleed from both implants postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 12/10/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed a tear measuring approximately 0.4 cm within an area of siltex cracking located in the anterior view. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).